Manufacturer narrative:
The reported event of helix mechanism damage was confirmed. A complete lead was returned in one piece for analysis. Visual and x-ray examination found the helix stretched and bent consistent with procedural damage. The cause of the reported events was isolated to the procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead's helix over extended, could not be retracted and eventually the helix was damaged during repositioning. The physician elected to use another right ventricular lead and eventually, the second rv lead's helix was also found to be damaged during the maneuvering. Both the rv leads were not used and replaced. The patient was in stable condition.